Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm sjm trifecta valve was implanted. Two months ago the patient presented with shortness of breath and an echocardiogram was performed and confirmed aortic regurgitation. On (B)(6) 2021, the valve was explanted and replaced with magna ease valve from edwards. Upon explant, torn stent posts were noted due to oversizing the valve. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of regurgitation, leaflet tear, and oversizing of the valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.